Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument showed evidence of thread fracture. Root cause of the event was most likely attributed to bending overload or failure to evaluate product prior to use; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that during an initial total hip arthroplasty on (B)(6) 2016, the tip of the inserter fractured while the cup was being impacted. Another inserter was used to complete the procedure. No fractured pieces fell into the patient and there was no delay.